Event description:
The shaver was connected to the control box and then to the foot pedal. Once started, the shaver would not turn off with either the the foot or hand controls. The power had to be cut off from the shaver to get it to stop. No patient injury occurred.